Manufacturer narrative:
(B)(4). Device received with all operating currents within spec and passed rewind test, self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery out limit, failed battery test alarms or rewind anomaly noted. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the rejected new batteries, cracks along the top of the reservoir chamber and on the threading on the battery area and on case by the screen on upped right and rewind takes longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.